Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the patient was taking dilaudid bupivacaine and baclofen via the implantable infusion pump. The patient's weight at the time of the event was provided and the indication for use was cervical and lumbar radiculopathy and shoulder pain. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 22-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (25 mg/ml at minimum rate) via an implantable infusion pump. It was reported that surgery was performed due to fluid build up in the patient's abdomen. A catheter leak was suspected and the healthcare provider (hcp) determined that the old catheter had broken off. The entire catheter was replaced; the device was discarded of. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.